Event description:
Blood bank software failed to find record of pt with anti-kell antibody and group and rh "o pos" which was in system. Lab assistant in another department had used function "rou" and inadvertently created second pt system identifier for pt. This record did not have anti-kell and group and rh data, and this record was accessed by system when queried by blood bank software for record of pt. Pt could have gotten kell positive blood transfusion if omission not detected by human blood bank operator.